Event description:
Pump was reported to overinfuse. A 1000ml bag of unk fluid was set to infuse at 62.5ml/hr starting at 0400. At 0700, 3 hours later, there was 250ml left in the bag. The pump read 815ml left to be infused. No add'l clinical details were able to be obtained. No pt injury was reported.